Event description:
It was reported that the implantable neurostimulator (ins) gradually started to move in 2014 as time went on. The patient was also e xperiencing burning while recharging and the ins wasn¿t helping their pain level as much. When the device was implanted their pain was at a 4-5 but since august their pain level had been at a level 9 so stimulation didn¿t help as much. It was noted the patient had been in a coma in august and hard a hard time remembering how to use the patient programmer (pp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708140 lot# serial# njb055754v implanted: (B)(6)2009, product type: extension. Product ID: 37752, serial# (B)(4) implanted: (B)(6) 2009, product type: recharger. Product ID: 3708140, serial# (B)(4) implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4) implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 39565-30, serial# (B)(6) implanted: (B)(6) 2009, product type: lead. (B)(4).